Event description:
It was reported that pump battery would not charge even though tandem charging cable, wall adapter, and wall outlet were confirmed to be working, and no low power alerts, shutdown alarms, or power source alerts were recorded. There was no reported impact to the customer¿s blood glucose level. Customer disconnected and reconnected pump to power multiple times and eventually reset pump resolving the issue.